Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was revised due to dislodgement and high thresholds. No adverse patient side effects were reported. Lead remains actively implanted. Should additional information become available, this file will be updated.